Event description:
A user facility reported to olympus that a "b30" error occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple devices reported.

Manufacturer narrative:
The reported problem was resolved by the reporter through troubleshooting with the assistance of olympus technical support via the phone. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.